Event description:
Vns pt was diagnosed with left vocal cord paralysis by an ent. The ent reportedly indicated that the vocal cord paralysis was not due to the vns implant surgery, but was a result of over stimulation of the vagus nerve. The pt has reportedly experienced little voice change. The ent indicated that the lack of voice change is because the vocal cord is in the "closed" position. The pt has since undergone generator replacement surgery for end of service. It is not known at this time whether the pt's lead was also replaced. Treating neurologist indicated that the pt is currently doing "fine".